Event description:
This pt was the first case of the day and the anesthesia machine had been checked according to the standard checkout procedure recommended by the american society of anesthesiologists. The peak inspiratory pressures read by the machine (ohmeda) spirometer on the ventilator and the extra adaptable spirometer added to the circuit were reading 14-16 & 40 cm h20 respectively. Upon inspection of the inspiratory limb of the circuit co discovered only a pinpoint opening in the blue plastic connector instead of the usual quarter size opening. The circuit was changed and the pt had no adverse outcome. There was significant airflow obstruction with inspiration which could have caused morbidity. Note: hole enlarged after the above event.